Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a sensor error, after which they experienced a hypoglycemic event. The day of the event at approximately 03:30 am the patient woke up to use the restroom and the cgm device was displaying a sensor error at that moment. Shortly after waking up, the patient collapsed and exhibited intermittent mild seizure like activity. Immediately following the collapse, the patient¿s wife administered liquid glucose, took a fingerstick test, and the blood glucose reading was 42 mg/dl. No cgm data was available from that time. At approximately 04:15 am, the patient¿s wife contacted emergency medical services. When the paramedics arrived another fingerstick was taken and the blood glucose reading was 74 mg/dl. The intermittent seizures also stopped at this point. The cgm device was already removed at this time. The paramedics advised continued administration of liquid glucose and oral food intake and determined that the patient could recover further at home. A subsequent fingerstick glucose measurement later showed an improved blood glucose reading of 87 mg/dl. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.